Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 19043607/2000014982.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was stated that the patient had good pain coverage and relief on the right side. However, the patient developed pain on the left side which was not resolved despite multiple reprogramming. The patient underwent a revision procedure wherein the ipg and leads were replaced and discarded. The patient was doing well postoperatively.